Event description:
Patient reported the connection between the infusion set cannula and the infusion tubing sometimes causes problems. Patient stated a lot of times there is leaking of insulin by the plaster and the needle. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.